Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during implant, the setscrew of the implantable pulse generator (ipg) was screwed out. However, it was not possible to screw the set screw back in. The ipg was not used and a different ipg was implanted. No patient complications have been reported as a result of this event. It was further reported that the event occurred the day after implant when the lead was found to be dislodged. Upon repositioning of the lead, the set screw was unable to be screwed back in. The ipg was explanted and replaced. The lead was repositioned and remains in use.